Event description:
(B)(4). I was implanted with a medical device implant called essure in 2006. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started in 2006. This is a list of my side effects and symptoms that I have experienced due to essure. Excessive bleeding, abdominal pain, heart palpitations, extreme cramping, migraines, loss of sex drive, excessive weight gain, bloating. I have been seen by a number of doctors. I have had an ablation due to essure. The device is still inside of me.